Manufacturer narrative:
The device was returned for evaluation. The unit was received with the base handle closed without the 6 inch transitional installed and it had a deformed handle hole. The 6 inch transitional teeth were worn and needed to be replaced; the shock cushion and 1/4 inch pin were also worn; and the adjustment wrench was broken. No manufacturing, workmanship, or material deficiency was identified. Adjustment wrench is broke. The device was manufactured in q3 2013, with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no mrrs/ncmrs, variances/deviations, or rework related to the reported allegation.

Event description:
A customer reported that the clamp of the a2101 mayfield ultra base unit was loose. The date of event was unspecified. It is also unknown whether the device was in contact with patient or was there any patient injury. Surgery delay is also unknown. Additional information has been requested.